Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed, and several cuts were observed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported the infusion route was cut off during the use of a smiths medical admin set. A couple of places in this product was cut by the user for checking how the event occurred. No patient injury.